Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: n/I. Lot: n/I. UDI: n/I. Detailed product information for the second lead was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Lead sc-2218-70, serial: unknown, was not returned as it remains implanted in the patient and functioning; as such, physical analysis has not been conducted in our laboratory. The event was confirmed. The returned lead sc-2218-70 serial: (B)(6) was analyzed and revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik anchor has resulted in the reported event.

Event description:
It was reported that the patient experienced inadequate stimulation, a loss of stimulation, and the inability to optimize programming on the right lead. High impedances were displayed on the spinal cord stimulation (scs) leads. Subsequently, the patient underwent a revision procedure where the left lead with all high impedances was removed, and the second lead (unknown serial number) was moved from the right to the left side, and a new lead was advanced to the right of the midline. Postoperatively, both lead impedances were within range, and the patient received excellent stimulation coverage.

Event description:
It was reported that the patient experienced inadequate stimulation, a loss of stimulation, and the inability to program the right lead. High impedances were displayed on the spinal cord stimulation (scs) leads. Subsequently, the patient underwent a revision procedure where the left lead with all high impedances was removed, and the second lead was moved from the right to the left side, and a new lead was advanced to the right of the midline. Postoperatively, both lead impedances were within range, and the patient received excellent stimulation coverage.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: n/I. Lot: n/I.